Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 19mar2019 the pentax medical (B)(4) reported a device contaminated after service repair involving pentax medical video ultrasound gastroscope model eg-3870utk, serial number (B)(4). The contamination has been detected after reprocessing, prior to use. The operating channel, aspiration channel, air/water channel, and elevator channel were sampled on 08mar2019 after all of the main components were replaced, including all channels. The sample results are as follows: operational channel: 18cfu(colony-forming units) micrococcus sp., staphylococcus coag negative, suction channel: <1cfu, air/water channel: 2cfu micrococcus sp, elevator channel: 52cfu sphingomonas paucimobilis, staphylococcus coag negative microbiological quality of the device 72cfu/endoscope (>25 cfu non-conforming). The video ultrasound gastroscope was subsequently reprocessed and the operating channel, aspiration channel, air/water channel, and elevator channel were sampled by pentax medical (B)(4) on (B)(6) 2019. The sample results are as follows: operational channel: <1cfu, suction channel: <1cfu, air/water channel: <1cfu, elevator channel: <1cfu, microbiological quality of the device <1cfu/endoscope.